Event description:
This ra lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2016 due to impedance of 3000 ohms and verified fracture. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).